Event description:
It was reported during infusion the operator observed leakage of fluid from exit site, PICC was removed and fissured 4cm from exit site. It should be noted that the catheter was anchored with securacath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.